Manufacturer narrative:
Reported event was confirmed by review of radiographs and pictures. Visual examination of the provided pictures identified that the pin fractured off from the impactor. Review of the available radiographs identified the following: single isolated metallic pin inferior to the humeral tray. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the sales rep that post reverse shoulder arthroplasty, the hospital informed that piece of one instrument was believed to be left behind in the patient. It was believed it came out of the glenosphere inserter handle. The additional piece was retrieved from the patient's body later on. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). UDI # n/a. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that during reverse shoulder arthroplasty, glenosphere inserter handle fractured and a piece was left behind in the patient. No additional patient consequences were reported.